Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced toxic anterior segment syndrome (tass) and some symptoms cleared up after one day with treatment. Additional information was requested. There are four medical device reports associated with this event. This is two of four.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).